Event description:
It was reported that the patient presented to the emergency room with nausea, vomiting, and abdominal discomfort. A CT (computerized axial tomography) scan showed inflammatory changes consistent with acute colitis. Treatment with antibiotics and IV fluids were started. Patient began developing symptoms of shortness of air, arm edema and pain reactive to volume excess and was treated with diuretics. A CT angio/chest showed trace pericardial effusion and small bilateral pleural effusion. The patient was hospitalized and given IV medications. The device remains in use. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.